Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her left breast. The patient reported that she consulted her doctor and he recommended keeping the area clean and dry. The patient reported that the irritation was beginning to heal. During a follow up, it was reported that the patient also had an open abrasion under the garment hooks. The patient had been keeping the area clean and was applying (B)(6) and the area was improving.